Manufacturer narrative:
A manufacturing review was performed as the lot number was not provided. The device was not returned and images were not provided. The complaint investigation is inconclusive for the reported event. Per the reported event details, the filter became disengaged from the same snare hook during retrieval. The filter could have disengaged if tension was not maintained during the retrieval. During the attempt to re-snare the filter, the user snared two filter legs instead of the filter hook. Therefore, the limb likely became detached because the user retrieved the filter by snaring two legs instead of the filter hook. However, the definitive root cause is unk.

Event description:
It was reported that approx post six months filter deployment, a snare device was used to capture and retrieve the filter, however, the filter was unintentionally released from the snare in the svc in an upright position. Upon repositioning the snare loop slipped over the filter apex and captured the filter under two limbs. Upon removal, a limb became detached outside the pt. There was no reported pt injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The report source did not have any additional details to provide at this time.